Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation.

Event description:
The facility reported two instruments broke during surgery. The elevator broke at the tip and the needle holder broke at the handle. All parts were retrieved. No adverse events reported.

Manufacturer narrative:
The elevator was visually evaluated and a small portion of the tip was found to be fractured; therefore the complaint is confirmed. The broken tip fragment was not returned. The elevator also shows signs of normal wear and tear including scratches and scuffs on the handle. The most likely underlying cause of the complaint was excessive force due to being used outside of the intended use. There are no indications of manufacturing defects. (B)(4)